Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During the procedure, when the device was unpacked, the inner package was found to be torn. Sterility was not guaranteed. Thus, the sheath was replaced with another same model sheath, and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.